Event description:
I had mentor textured silicone breast implants in 1999. After 10 years I began to suffer immensely with a absolute ton of different symptoms including auto immune diseases leaving my doctors confused and branding me as a complex patient. I thankfully came across a documentary making women aware of the dangers of breast implants last year so I immediately had mine removed. I have definitely started regaining my health but still struggling with some issues 1 year out. I am now saving to pay for some heavy metal detox programs to hopefully get rid of the toxicity still running around my body. Rheumatoid arthritis, high blood pressure, lymphademia, severe weight loss, fatigue, sinus issues, eye issues, anemia, muscle aches and pains, insomnia etc. FDA safety report ID# (B)(4).